Event description:
Physician treated the tibial fracture of a patient with an external fixation system. Two days prior to the scheduled removal of the system, the patient notified the physician that one of the fixation clamps had a broken bolt. Physician removed the system and patient was released without any reported problems or complications.